Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a conclusive cause for the reported difficult to remove could not be determined. Factors that can contribute to difficult to remove (guide wire resistance) include, but are not limited to, kinks, bends, procedural technique, anatomical conditions, insufficient support, guiding catheter size selection, interactions with other devices, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, damage to the catheter or accumulation of blood or contrast. In this case, it is possible that the guide wire (accessory devices) may have become entangled with the stent delivery system during retraction, causing the reported difficult to remove (guide wire resistance); however, without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The additional device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo lesion in the diagonal artery. The 3x38mm xience sierra stent were successfully implanted at the target lesion. However, when attempting to remove the bmw universal ii guide wire (gw), the gw became entangled with the second stent delivery system (sds) and broke into two parts. The separated gw was removed with the sds as a single unit. There was no adverse patient effect reported, and no clinically significant delay reported in the procedure. No additional information was provided.